Event description:
It was reported that the tip broke off during screw removal, during a planned removal of a plate the tip of the screwdriver broke off during screw extraction and remained in the screw head. As the removal with the screwdriver was not possible a conical extraction screw was used which also broke. Finally the screw was removed by using drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the conical extraction screw broke during screw removal. No product fault could be detected and we are not aware of any other complaint regarding to this article. Based on the complaint description we assume that a mechanical overload during the loosening of a blocked screw caused this breakage.